Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: oredome disconnection (oredome on the main unit side is disconnected), the cause of the problem could not be identified. There is water ingress into the oredome on the main unit side and flooding in the main unit imaging because the oredome on the main unit side was off, the airtightness could not be maintained, moisture entered the interior, and flooding occurred in the oredome on the main unit side and in the main unit imaging. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited that there is water ingress into the oredome on the main unit side and flooding in the main unit imaging. There was no patient involvement.